Event description:
It has been reported that several rechargeable batteries were leaking. No pt use or user harm is associated with this event.

Manufacturer narrative:
(B)(4). Eval is pending return of rechargeable batteries. Four batteries are expected to be returned. Date of MFR of the four rechargeable batteries - 1 of lot number 46748p, date of MFR 05/2010; 2 of lot number 48658p, date of MFR 10/2011. One battery lot and date of MFR info is not known at this time.